Manufacturer narrative:
Result: pc board.

Event description:
It was reported by service report that the bed was not performing to specification. No patient involvement or adverse consequences are reported.